Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, multigravida, gallbladder removal, chills, diarrhea, knee operation, mixed incontinence, dizziness, migraine, neuritis, myositis, low back pain, seizures, neck sprain and dyspnoea. Previously administered products included for an unreported indication: tylenol and penicillin. Past adverse reactions to the above products included anaphylactic reaction with penicillin; and nausea with tylenol. Concurrent conditions included oligomenorrhea, irregular periods and micturition frequency increased. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), headache ("headaches"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (robot-assisted laparoscopic bilateral salpingectomy, right corneal excision of the uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, headache, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. The reporter commented: insertion detail: number of proximal coils: 2 on left cornua and 3 on right cornua, patient tolerated placement without difficulty. (B)(6) 2011- tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coil are in expected position and both fallopian tubes are completely occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, multigravida, gallbladder removal, chills, diarrhea, knee operation, mixed incontinence, dizziness, migraine, neuritis, myositis, low back pain, seizures, neck sprain and dyspnoea. Previously administered products included for an unreported indication: tylenol and penicillin. Past adverse reactions to the above products included anaphylactic reaction with penicillin; and nausea with tylenol. Concurrent conditions included oligomenorrhea, irregular periods and micturition frequency increased. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), headache ("headaches"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (robot-assisted laparoscopic bilateral salpingectomy, right corneal excision of the uterus). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, headache, menstrual disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. The reporter commented: insertion detail: number of proximal coils: 2 on left cornua and 3 on right cornua, patient tolerated placement without difficulty. (B)(6) 2011 tubal ligation . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure coil are in expected position and both fallopian tubes are completely occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Case became serious incident as removal was done. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.